Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) has reached elective replacement indicator (eri) prior to the given longevity estimate. Device remains in use. No patient complications have been reported as a result of this event.